Event description:
A customer filed a complaint citing that a leak occurred during infusion of a chemotherapy drug (5-fu). The exact location of the leak in the infusion system is unknown. The leak either developed in the drug-reservoir or infusion-set. There is no report of injury.